Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil floating in pelvis') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media hysterectomy, coil in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil floating in pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pain"), back pain ("right low back pain"), arthralgia ("right hip pain"), musculoskeletal pain ("right shoulder pain"), inflammation ("inflammatory response to essure"), musculoskeletal discomfort ("chronically pulled groin") and tendon discomfort ("recurring achilles pull"). At the time of the report, the device dislocation, pelvic pain, back pain, arthralgia, musculoskeletal pain, inflammation, musculoskeletal discomfort and tendon discomfort outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, inflammation, musculoskeletal discomfort, musculoskeletal pain, pelvic pain and tendon discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - hysterectomy,coil in pelvis, right hip pain, low back pain, right shoulder pain, inflammation, chronically pulled groin, recurring achilles pull, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events added: right hip pain, low back pain, right shoulder pain, inflammation, chronically pulled groin, recurring achilles pull, chronic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil floating in pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pain"), back pain ("right low back pain"), arthralgia ("right hip pain"), musculoskeletal pain ("right shoulder pain"), inflammation ("inflammatory response to essure"), musculoskeletal discomfort ("chronically pulled groin") and tendon discomfort ("recurring achilles pull"). At the time of the report, the device dislocation, pelvic pain, back pain, arthralgia, musculoskeletal pain, inflammation, musculoskeletal discomfort and tendon discomfort outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, inflammation, musculoskeletal discomfort, musculoskeletal pain, pelvic pain and tendon discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - hysterectomy,coil in pelvis, right hip pain, low back pain, right shoulder pain, inflammation, chronically pulled groin, recurring achilles pull, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil floating in pelvis') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - hysterectomy,coil in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.